Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal was intact; the device was in good condition with no appearance of any physical damage. Functional testing found confirmed the reported problem. Invalid syringe size was found during syringe testing and the device failed the size sensor reading; size reading does not change when barrel clamp head was moved up and down. The root cause of the reported issue was found to be a broken plastic pin from the size pot. The size pot was replaced, spring tapered and the device was also re-calibrated. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the syringe size was invalid. The syringe pump was not able to work with syringe and pump was switched out. Very minor delay in infusion. No patient injury was reported.